Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. There was an 80 % stenosis in the proximal left anterior descending (lad). The physician performed cutting balloon angioplasty with a 3.00x10mm cutting balloon and then deployed the 2.75x20mm taxus express2 drug eluting stent in the lad at 13 atms for 30 secons. Medications used during the procedure included valium, plavix, and nitroglycerin. There were no procedural complications. At discharge the next day, the physician prescribed vytorin, aspirin, solatol, plavix, and nitroglycerin. Six months later, the pt presented with unstable angina pectoris. Tests revealed severe restenosis of the 2.75x20mm taxus stent in the lad with a napkin ring lesion proximally. The pt underwent minimally invasive single vessel bypass grafting of the left internal mammary to the lad. Her post operative course was complicated by atrial fibrillation. She was ultimately discharged with prescriptions for aspirin, cordarone, pravachol, and darvocet. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.